Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the ipg exhibited pacing problems and poor threshold values in several locations. The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.